Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 2: this complaint event took place outside of the united states (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 15.9, 10.7 and 11.6mmol/l. The customer¿s expected fasting blood glucose test result range is 5-10mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The customer is not able to see small print so she could not provide the lot number of the test strips or the date/time of the results when recalling the results in the meter's memory. The customer stated that she opened the vial of test strips in (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).